Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at 7am. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. In response to the alleged issue, the patient indicated she continued with her usual dose of medication (1000 mg of metformin and 2 mg of glyburide) on (B)(6) 2010 at 6am. Approximately 16 hours after the alleged issue occurred, the patient claimed she developed symptoms of dizziness and became visually impaired. The patient, however, denied she received any treatment after the reported power issue began. At the time of troubleshooting, the csr noted the subject meter turns on with the test strip and/or with the power button. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k062195.